Event description:
Customer reportedly received results of 313 mg/dl and 107 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Customer reportedly received results of 313 mg/dl and 107 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.